Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.

Event description:
The physician attempted an arteriotomy closure in the femoral artery using the starclose device after a diagnostic procedure. Post deployment on the starclose clip, the physician observed that, the vessel locator did not return its original position and the device could not be removed. A surgeon performed a buttonhole on the arterial wall and used a saphena patch to cover the hole. Closure was achieved with surgery.